Event description:
Implant failed. Tooth #12. Tooth was extracted followed by immediate placement of the dental implant. Normal procedure, patient has some pain following placement. Six weeks later patient showed signs of infection and the implant was extracted.

Event description:
Failure to osseointegrate.